Event description:
Customer called to report that she was hospitalized, due to high blood glucose levels. Customer mentioned being dehydrated and having difficulty keeping her balance, prior to being hospitalized. Troubleshooting was performed and pump failed to alarm no delivery within 5 units. Customer was unable to perform a second high pressure test with new infusion set and was advised to call back to finish the troubleshooting.